Manufacturer narrative:
The device involved with this complaint is not manufactured by bd, therefore bd is not responsible for FDA reporting and MDR submissions of this product. The initial MDR associated with this complaint, (B)(4) may therefore be disregarded.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 309653. Batch no: unknown. Syringe was curved quite significantly at the top of the syringe. Syringe was not straight.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 309653, batch no: unknown. Syringe was curved quite significantly at the top of the syringe. Syringe was not straight.